Event description:
It was reported that during a device change out procedure this non-boston scientific left ventricular (lv) lead exhibited low out of range pacing impedances measuring less than 200 ohms when connected to the new device. Prior to the device change out impedances measured 210-225 ohms. Technical services recommended to test for noise once the pocket was closed. Troubleshooting was performed and they tested for noise, however, was not able to reproduce. The physician will continue to monitor. At this time, the cardiac resynchronization therapy defibrillator (crt-d) system remains in service. No adverse patient effects were reported.